Event description:
A patient with cervical cancer, dilapan-s used to dilate cervical canal prior to tandem insertion of radiotherapy inside the uterus (on (B)(6) 2024). When dilapan-s was removed, it became stuck and it was torn about 1 to 2 cm from the handle. It was not possible to pull out the fragment and it was pushed into the uterine cavity. The hcp tried to remove the fragment with forceps, but could not grasp it well, and inserted a hysteroscope and tried to remove it with grasping forceps but could not grasp it well again. A fragment (1 cm) remained in the uterus. At that time point the radiotherapy tandem was not inserted. The fragment was successfully removed using long kocher forceps on (B)(6) 2024. No other complications reported, no signs of infection reported. Device entrapment, fragmentation and "dumbeling" are known complications that may occur during a dilation procedure. Their list is emphasized in the instructions for use supplied with the device, together with the recommended steps how to proceed in case of their occurrence and warning that the device (or its fragments) should not be left in place for more than 24 hours. The patient's pre-existing medical conditions (cervical cancer) might have contributed to the fragmentation of the dilator during removal attempts, causing the fragmentation. The fragment was successfully removed using long kocher forceps (transvaginally). The reason for reporting is a potential risk of infection, because the fragment remained in the body significantly longer than 24 hours (11 days).